Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation in 2007, that a hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure. (Patient age and weight unknown). According to the complainant, the machine went through the normal functions and the physician was in the ablation stage when the temperature kept fluctuating from 70 - 90 degrees. They stopped the procedure and attempted another two times with new heating canisters and kits, but had to abort the procedure. They noticed that the fluid gauge (the one in the kit that is attached to the IV pole), had melted and collapsed in on itself. The patient's condition was reported as "fine."

Manufacturer narrative:
The console was returned to nexcore for evaluation but they were unable to confirm or duplicate the complaint event; nexcore performed the full wet test and the returned unit passed. There are no known incidences of assembly or refurbishment contributing to this failure mode and the unit passed all testing at nexcore; problem was not confirmed.